Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient was experiencing ineffective stimulation, as well as a burning sensation at the site of the implantable neurostimulator (ins). The burning sensation was noted to be in the pocket if stimulation was turned up strongly, regardless of settings. The manufacturer representative reported that the patient had fallen several times in the past few months and that it may have led or contributed to the issue. Impedance tests were performed and all values were within normal limits. The manufacturer representative attempted to reprogram the patient¿s ins but was unable to capture the lower back area. It was noted that stimulation covered their left leg and helped with pain there. X-rays were taken and revealed slight migration of the leads. The left lead had shifted down two electrodes and the right lead had shifted up two electrodes. It was proposed that re-trialing the patient may be an option to resolve the issue; they were going to co nsider their options and no interventions had been set. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.